Event description:
It was reported that there was stimulation in the wrong location. On (B)(6), the patient was in a car accident and the implantable neurostimulator (ins) was positioned right underneath the seatbelt. There was a loss of benefit and symptoms since this event. The ins pocket got very warm when the device was turned on. A clinician reviewed the surgical paddle via x-ray and the lead was midline and appeared in the proper position. The x-rays showed no evidence of lead fracture or migration. They had attempted extensive reprogramming; however, the patient was only able to feel stimulation in the abdomen, groin, or ribcage area. The typical location of stimulation prior to the car accident was lower back and down both legs, down to the toes. Electrode impedances were reported to be fine. All values were close between 700 to 1000 ohms, except #5 had values high around 8000 ohms and 12 was a little higher as well. After reprogramming the manufacturing representative (rep) turned of stimulation and the patient¿s legs were burning even with stimulation off. This sensation was not there just prior to reprogramming attempts. The patient did not feel any stimulation around leads and extension, right in the middle of the back. It was later reported that the cause of the motor vehicle accident was not device related and the cause of the stimulation in the wrong location and the burning sensation were not determined. The patient was not getting effective therapy and they planned on having a surgery to replace the battery and possibly the extensions, but no date had been set for the surgery, as of (B)(6). If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported the patient¿s device was explanted on (B)(6) 2015 and was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the stimulation in the wrong location and the burning sensation in their legs were resolved. The patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.